Event description:
The physician attempted to deliver a resolute integrity rx drug eluting stent to the distal rca which was reported to be tortuous. It was reported that balloon of the resolute integrity device did not inflate due to a fracture or break in the catheter. No other clinical sequelae reported. Device evaluation: the stent was positioned on the balloon between the inner shaft markers with no deformation evident to the struts on segments. The guide wire entry port and distal inner and outer shafts were torn distally along the shaft. A leak was located on the device distal to the guide wire entry port where the shafts were ripped.

Manufacturer narrative:
Evaluation: results: (the root cause of the reported event is undetermined). Evaluation: conclusion: no conclusion can be drawn (the root cause of the reported event is undetermined). (B)(4).